Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The receiver data log was reviewed. The complaint of error icon displayed was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). D4: serial number - additional. D4: lot number - additional. D4: UDI number - additional. H2: additional information. H4: device manfufacture date - additional. H6: method code - additional.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue aug 23 16:40:50 edt 2016 with MFR# 3004753838-2016-34579. The ack3 was received on tue aug 23 16:40:50 edt 2016 with coreid: ci1471984317174.2169482@fdsuv08651_te2